Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unidentified malfunctions occurred and insulin gauge was inaccurate. No reported impact to blood glucose. Although multiple attempts were made by tandem technical support, additional information regarding the events were not provided.